Event description:
Pt receiving versed gtt. New bag hung at 20:00. Pt increasingly agitated from that time up until 23:00 when floor noted to be wet. Noted that tubing of versed gtt was cracked/leaking below IV pump site. Tubing changed and versed infusing with no problems.